Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing communication issues with their ipg. As a result, surgical intervention may be pending to address the issue.

Event description:
It was reported the patient had their ipg explanted and replaced on 15 march 2021. Therapy was restored post-op.

Manufacturer narrative:
It was reported that the patient is having communication issues with their charger and ipg. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.